Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported obstruction of flow could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a closure of both the right common femoral artery and left common femoral vein using a proglide device after a cardiac ablation procedure. An 8f sheath was used in the artery and a 10f sheath was used in the vein. Reportedly, after inserting the first proglide device into the artery, the knot was unable to advance. Therefore, the knot was cut and manual compression was used to achieve hemostasis. A second proglide was inserted into the vein. After insertion, no blood was observed coming out of the marker lumen. Therefore, the device was removed and manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.